Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer says it drives and stops and then flashes 9. He measured the voltage and it dropped while stalling the chair.